Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed that the air shock/cover support on the architect c8000 processing module is worn and not holding the lid up. There were no injuries reported. No impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date: updated from blank to 4/1/2019. The field service representative (fsr) inspected the instrument and determined the worn top front cover hinge (rohs) to be the likely cause. The part was replaced, and the issue was resolved. The instrument service history review for (B)(6) revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c8000 processing module did not identify an increase in complaint activity. A review of tracking and trending for the top front cover hinge (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6), or the top front cover hinge (rohs), were identified.

Event description:
The customer observed that the air shock/cover support on the architect c8000 processing module is worn and not holding the lid up. There were no injuries reported. No impact to patient management was reported.